Event description:
It was reported that the patient presented to the emergency room and experienced syncope. The lead exhibited noise and over sensing which could be reproduced with isometrics. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.